Event description:
It was reported that upon attempt to retract the guidewire within the microcatheter, the guidewire detached at the proximal mid section. The physician removed the microcatheter containing the mid distal portion of the guidewire without clinical consequences to the patient.

Event description:
It was reported that upon attempt to retract the guidewire within the microcatheter, the guidewire detached at the proximal mid section. The physician removed the microcatheter containing the mid distal portion of the guidewire without clinical consequences to the patient.

Manufacturer narrative:
Device analysis found a fracture at 50.7cm from the proximal end and three kinks at 3cm, 29.5cm and 39cm from the proximal end. A slight curve was noted at the fracture site, which is indicative of a kink/bend occurring during use prior to the fracture. It is probable that reported fracture was caused by procedural factors which limited the performance of the device. Therefore, a root cause of operational context will be assigned to this investigation.

Event description:
It was reported that upon attempt to retract the guidewire within the microcatheter, the guidewire detached at the proximal mid section. The physician removed the microcatheter containing the mid distal portion of the guidewire without clinical consequences to the patient.

Manufacturer narrative:
(B)(4).visual inspection of the returned device confirmed that the guidewire used in conjuction with the microcatheter is a transend and not a synchro guidewire as previously reported by the facility.